Manufacturer narrative:
This is 2 of 2 reports. The device is not available to the manufacturer.

Event description:
In a literature article it was reported that during carotid artery stenting (cas) using the carotid artery filtering technique (craft) technique, six patient developed intracranial hemorrhage after the procedure and five of them had symptoms related to the hemorrhage. All of these cases were performed in an emergency setting and three patients were previously on anti-platelet therapy. No other immediate procedure-related complications occurred. No further information is available related to this event.

Manufacturer narrative:
Although the device history record (DHR) could not be reviewed because the lot number remains unknown, there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported 'patient hemorrhage, blood loss with sequalae' is a known and anticipated complication to these types of procedures and patient condition and is listed as such in the device directions for use. Therefore, an assignable cause of anticipated procedural complication will be assigned to this event.

Event description:
In a literature article it was reported that during carotid artery stenting (cas) using the carotid artery filtering technique (craft) technique, six patient developed intracranial hemorrhage after the procedure and five of them had symptoms related to the hemorrhage. All of these cases were performed in an emergency setting and three patients were previously on anti-platelet therapy. No other immediate procedure-related complications occurred. No further information is available related to this event.